Event description:
It was further reported that there was non-capture secondary to lead migration. As the lead could not be easily repositioned, it was explanted, and then advanced under fluoroscopic guidance to a stable position in a high lateral branch of the cs. The event resolved without sequelae.

Event description:
It was reported that the lv (left ventricular) lead dislodged out of a cs (coronary sinus) branch and into the main cs. The lead was successfully repositioned to a different cs branch and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m62 lead, implanted: (B)(6) 2014; 407652 lead, implanted: (B)(6) 2014; (B)(4) transcatheter aortic valve implanted: (B)(6) 2014. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in a clinical study.